Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The caster was ordered for replacement to resolve the issue. No report of patient involvement. Incident date: unknown. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported the caster broke off the base of the unit during cleaning. The unit did not tip or fall. There was no patient involvement.